Manufacturer narrative:
The reported event of lead could not be inserted through the inner catheter was not confirmed. As received, a complete lead was returned for analysis without the catheter used at the procedure. Visual examination did not find any anomalies. The lead was able to be inserted all the way through the distal end of the test catheter and removed without any difficulties.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had failed to advance. The lv lead was removed and replaced. The patient had no adverse consequences.